Event description:
It was reported that on (B)(6)-2009 the patient had a surgical revision due to erosion around the device.

Manufacturer narrative:
Product ID: 3778-75, serial#: (B)(4), implanted: 2009-(B)(6), lead product ID: 3778-75, serial#: (B)(4), implanted: 2009-(B)(6), product type: lead product ID: 37752, serial#: (B)(4), product type: recharger product ID: 37743, serial#: (B)(4), product type: programmer, (B)(4).